Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. The patient still felt stimulation but therapy stopped helping to cover the pain on saturday. It was noted that the symptoms reported had a sudden onset. The patient called to request a manufacturer representative to be at their appointment with the healthcare professional (hcp) 2014 (B)(6) for a programming adjustment. The patient asked for help with reprogramming. The patient was redirected to the healthcare professional (hcp). Additional information was requested but was not available at the date of this report.